Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed a post reset alarm. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was returned for pump error 23 after battery installation and pump boot up due to internal battery connector not fully connected. After connecting properly the internal battery connector the insulin pump worked properly. The insulin pump was received with cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.